Event description:
Physician using gomco to circumcise pt. The gomco 1.3 cm cir clamp did not screw down tight enough to cut off the circulation on pt's foreskin. This resulted in the pt having minor bleeding which subsided with the application of pressure to the site. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."